Event description:
Consumer reports receiving several accuracy issues (readings running high). Consumer readjusted their doses on what consumer thinks were inaccurate readings. Because consumer could not get their blood sugar down, their doctor advised consumer to go to the hospital where consumer was tested with very different results. Consumer also experienced very different readings when using their other meter. Analysis run on clark error grid using competitive reading (130) as ref. Point vs. Bd reading (476) yielded data points in the c range of the grid, outside acceptable limits.